Manufacturer narrative:
Cause of complaint is traced to reuse of product and unintended use.

Event description:
An owner of a glo boise medspa reports that while using item 831165 lot 71473 are extremely dull and "bending during insertion after using a few times". Product is not being used for intended use.